Event description:
Pt reported the infusion device displayed an unsolvable e8 power interrupt error and the rubber of the lateral button is damaged. The infusion device was requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. A preliminary evaluation revealed the snap dome of the up button was pressed through due to an external mechanical influence. This lead to an always activated up button and unsolvable e8 power interrupt errors. Due to the always activated up button, the other buttons do not react on pressure. The soft components of the housing are worn down heavily as a result of mishandling of the product. Additional information will be submitted when the investigation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.